Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was recently implanted. However, right ventricular (rv) pacing impedances greater than 2000 ohms were observed. Surgical intervention was performed and a tug-test on the lead was done and the lead remained in place in the header. The terminal pin of the rv lead was visualized going into the header. It was thought that the setscrew from the device was not making adequate contact with the terminal pin. The rv lead measurements were within range when tested with the pacing system analyzer (psa). The rv lead remains in service, while the ICD was replaced. No additional adverse patient effects were reported.